Event description:
A journal article was retrieved from the knee (2024) that reported a study from the united kingdom that used total knee arthroplasty (tka) explant analysis to trend polyethylene (pe) wear patterns between posterior-stabilized (ps) and cruciate-retaining (cr) designs. The study reviewed 73 explanted nexgen fixed-bearing tkas (42 cr and 31 ps) used in combination with the option stemmed tibial tray. (Cement information not provided in the article). Patients were divided into two cohorts of aseptic loosening as reason for revision and all other reasons. Of the ps group, there were 15 males, 16 females, with a mean age of 68 years at the time of revision (range, 51-81 years), and a median duration in vivo of 5.0 years (range, 4.1-6.0 years). Of the cr group, there were 18 males, 24 females, with a mean age of 66 years at the time of revision (range, 40-84 years), and a median duration in vivo of 4.3 years (range, 1.6-6.0 years). The study reported 1 patient in the ps group was revised due to pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - united kingdom g2: literature - bhalekar, r. M., wells, s. R., matthew nargol, m., shariatpanahi, s., nargol, a. V. F., waller, s., wildberg, l., tilley, s., & langton, d. J. (2024). Aseptic loosening of the option stemmed tibial tray in the zimmer nexgen lps total knee arthroplasty system. The knee, 47, 1¿12. Advance online publication. Https://doi.org/10.1016/j.knee.2023.12.004. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00183. 0001822565-2024-00185.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6: proposed component (annex g) code is mechanical (g04) - femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.